Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test stip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. (B)(6) , sister, is calling on behalf of the customer. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is undisclosed. The customer feels well a time of call but did report hyperglycemic symptoms on reading of hi. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is 11/08/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : hi date:(B)(6) 2017 fasting. Result 2 : hi date:(B)(6) 2017 fasting. Result 3 : hi date:(B)(6) 2017 fasting. Result 4 : hi date:(B)(6) 2017 fasting. Result 5 : hi date:(B)(6) 2017 fasting. Customer's sister called in to report hi reading. Customer feels fine and denies symptoms related to diabetes. Customer's normal fasting range is unknown and he has not had an a1c done yet. Customer has scheduled an appointment to see his doctor tomorrow to have his a1c done. Customer is concerned with hi fasting readings. Customer's sister took a blood test on his meter and obtained 132mg/dl fasting to confirm if it was the meter or his blood sugar. Customer confirmed he was feeling symptoms of hyperglycemia during the time of these readings, customer states he is on a low carb diet and he went for a walk to try and lower his blood sugar. Customer did not seek medical attention. Did not run a back to back blood test since customer is not fasting.